Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery and power management board were replaced to address a failure of the internal battery to charge. No components were replaced. The device was returned to the customer unrepaired as per customer request.